Event description:
It was reported that while advancing the plunger the loading wings on the injector detached completely from the injector barrel. The blue silicone tip advanced through the tip of the injector and got stuck in the wound. The lens was delivered successfully. A stitch was required to seal the wound. No info was received regarding the implanted lens. Additional info has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.